Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review is not possible; as no serial number has been provided.

Event description:
Power supply burned.